Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump was dropped while he was getting ready to shower. The bottom button was unresponsive. The insulin pump stopped working. The insulin pump alarmed battery out limit. Customer's blood glucose level was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded electronic assembly. The motor and vibrator motor assemblies found with corrosion. The insulin pump was received with cracked case at display window corners, minor scratches on lcd window and missing end cap sticker. The insulin pump was unable to verify battery out limit alarms due to unresponsive buttons.